Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during an unspecified surgical procedure, it was observed that the quick coupling device had a ¿cable problem¿. It was reported that the equipment was broken during the procedure. It is unknown if there were any delays to the procedure due to the event, or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation update: please note that in addition to the failures included in the previous supplemental report, additional pretest failures have been added. Upon further evaluation it was noted that the device also failed pre-repair diagnostic tests for untrue running, and gripping power and function. This information does not change the assignable root cause of improper cleaning and maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the bearings were not functioning and were defective. It was also noted that the device failed pre-repair diagnostic tests for self-holding, smooth running, and clamping range. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.